Event description:
It was reported that during the pta / stenting treatment procedure, the guidewire became stuck in the biliary wallstent endoprosthesis. During advancement the guidewire became stuck in the catheter and could not be removed. The catheter and guidewire were removed together. A new device was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.